Event description:
Pt complains of fever and purulent discharge at exit of needle. Has had no previous problems using another brand of needle. Complains of ease of being dislodged due to wings and protuberances. Infection treated with IV antibiotic, no removal of port catheter.